Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that he spoke with the department manager and was told that the iabp powered up and started running. The fse visited the site to inspect the iabp and found that it had been put on a patient. The customer reported to the fse that they have not had any issues with the iabp and it remains in clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) failed to power up. The customer attempted to swap out the original iabp to a new one and the second iabp also failed to power up. The iabp screen just sat and the icon spun on the screen. It would never start up. This event occurred prior to the iabp being connected to a patient. No patient was involved and no adverse event has been reported.